Manufacturer narrative:
Corrected data: b1, b2, h6 device code. Additional/updated data: a2, a4, b5, b7, g3, g6, h2, h10.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - stenosis" was confirmed from the medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per complaint description, "approximately 7 years and 2 months post implantation of a viv (23mm s3 valve in a savr) in the aortic position, the patient had developed severe bioprosthetic aortic valve stenosis. This was confirmed by echocardiogram on 11/29/2022, where it is shown that the mean gradient was severely elevated at 69mmhg, and the effective orifice area (eoa) was 0.6cm2." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of medical record revealed that the patient has a past medical history of diabetes and hyperlipidemia, which are well-known risk factors for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
As reported by implant patient registry, approximately 7 years and 2 months post tavr, a patient underwent explant surgery of their 23mm sapien 3 valve for unknown reasons. The valve was replaced with an edwards surgical valve.